Manufacturer narrative:
The product was returned. Blood and solution are dried on the lens. The optic is cut into portions, typical of insertion and removal. Lens bench evaluation could not be conducted due to extensive lens damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge, with an unspecified handpiece, and a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer also indicated the use of an unspecified ora system. The root cause for the reported complaint of ¿incorrect size, diopter problem¿ is most likely unrelated to the product. Information was provided by a health care professional (hcp) that the ¿diopter problem¿ was the clinical reason given for the explant. The 25.5 diopter lens model was replaced with a 24.5 diopter lens model. The difference of one diopter is suggestive that the complaint is most likely unrelated to a product malfunction. Lens bench evaluation could not be conducted due to extensive lens damage. The customer indicated the use of an unspecified ora system. No further information has been provided. Requests for additional information have been made. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient complained about 'incorrect size'. The lens was exchanged for a different lens within one month after initial implantation. Additional information was requested.

Manufacturer narrative:
(B)(4).